Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "replace sensor¿ error message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. As a result, customer experienced loss of consciousness, seizure dizziness, sweating and was unable to self-treat, requiring third-party administration of water with sugar for treatment. There was no report of death or permanent impairment associated with this event.